Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The left monitor was evaluated and replaced as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported functionality was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.